Event description:
It was reported that the gliasite balloon catheter was explanted and iotrex radiotherapy solution was retrieved 29 hrs prior to the completion of brachytherapy. It was reported that the pt was implanted with the gliasite catheter in 2005. Pt was admitted to hosp 10 days after diagnosis of sepsis due to infection. Pt evaluated by neurosurgeon and radiation oncologist (ro). Ro reported radiation in the bladder. On the following day, device was explanted and iotrex was retrieved in the operating room under anesthesia because of pt discomfort caused by the infection. Iotrex was retrieved at 6:15pm; however, radiation was not recorded in the bladder at 4:30pm post-retrieval.

Manufacturer narrative:
Lot history record reviewed - no evidence of product sterilization issues. Device was not returned for evaluation. Infection is an anticipated adverse event associated with cranial brachytherapy. Cytyc surgical products is resubmitting MDR form 3500a to correct typographical error in the MFR report # 1067103-2005-00006. Form 3500a was submitted to FDA on 8/29/05. The event, narrative and conclusion does not change. The correction being submitted is the MFR report # on page 1 of form 3500 a.